Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. The reported difficulties and treatment appears to be related to interaction of the device with patient anatomy. It should be noted that the deployment sequence in the perclose proglide instructions for use, (IFU), states: perform a femoral angiogram to verify the location of the puncture site. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that arteriotomy closure of the left common femoral artery was attempted using a proglide device via a 4.5f sheath after a percutaneous coronary intervention (pci) procedure. Reportedly, the proglide device could not be advanced into the anatomy due to heavy resistance. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.